Manufacturer narrative:
Concomitant medical products: t50527h tissue valve, implanted on (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was t-wave oversensing (twos) on the right ventricular (rv) lead post ventricular pace. The rv lead remains in use. No patient complications have been reported as a result of this event.